Manufacturer narrative:
Product complaint #: (B)(4). 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, part was discarded by the facility. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient will undergo a hardware removal. A tibial nail was to be removed and the nail was removed because of a possible infection. The nail was inserted as a part of a removal of a stryker tibial nail, bone grafting, and insertion of synthes tibial nail in (B)(6) of 2020. The patient had recurrent skin infections and ultimately lead to the removal of the nail as a precaution. According to the surgeon the nonunion from (B)(6) seems to be healing, there was no surgical delay reported. Concomitant products: 11mm ti cannulated tibial nail-ex/345mm-sterile, lot (2l94168), part (304.004.549s-us) quality unknown; unk - screws: locking, lot & part number unknown, qty (2). This complaint involves three (3) devices. This report is for one (1) unk - screws: locking. This report is 2 of 3 for (B)(4).